Event description:
It was reported that the device was explanted after an implant duration of approximately 7.8 months, due to unknown reasons. No further details were provided.

Event description:
The product received had the tube disconnected from the vamp.

Manufacturer narrative:
Result code = detached / dissembled parts. Evaluation results, customer report was confirmed. Rec'd (1) vamp adult system. System appeared not used. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage.